Event description:
Boston scientific received information that this device and another manufacturer's right ventricular (rv) lead were associated with a report of noncapture following a ventricular fibrillation (vf) episode. A health care provider (hcp) reported that after the patient was externally rescued for the vf, loss of capture occurred and the patient was externally paced. Results of a device interrogation showed the daily measurements prior to the episode showed a normal pace threshold. Three episodes that were stored in the device logbook did not appear to show the vf episode, but did show sensor-driven pacing followed by intrinsic beats in the post-pacing blanking period. The device also had initiated the auto capture feature. A boston scientific technical services (ts) consultant discussed that the amplitude of the vf may have been less than the device's sensitivity setting and that the device may have been pacing through the undersensed vf, and that the shock delivered to convert the vf may have caused intermittent loss of capture. The auto capture also was initially functioning at twice the previous measured threshold as designed. Device outputs subsequently were reprogrammed to the maximum levels, resulting in excellent capture and blood pressure. The patient was to be evaluated for a possible device upgrade to an implantable cardioverter defibrillator (ICD). Hcp and ts also discussed re-evaluation of the pace thresholds after the patient's medical condition had stabilized.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
The device was electively explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.